Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-20263. It was reported the pt experienced ineffective stimulation and also stated the pain used to aggravate with stimulation. Additionally, the pt experienced irritation at the ipg site and has lost weight. Subsequently, the scs sys was explanted.